Event description:
The customer reportedly had visual alarms at the cic, but did not hear audible alarms or receive printouts. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.